Event description:
Healthcare professional reported right side capsular contractures baker grade IV, and rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation: visual analysis of the returned device identified: underweight, broken . A microscopic analysis was performed which identify a sharp opening in the anterior . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken in the posterior side assessed as unidentified (tear) broken.

Event description:
Healthcare professional reported right side capsular contractures baker grade IV, and rupture. The device has been explanted.